Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was three years. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared three years earlier than previously estimated.

Event description:
It was reported that this pacemaker was malfunctioning. Additional information indicated that the pacemaker's magnet rate was 90 pulse per minute (ppm) however, in-office check had gas gauge showing three years. Boston scientific technical services (ts) stated that the gas gauge was more indicative of the longevity remaining. Ts discussed that when the magnet rate is 90 ppm, this indicates one year or less. As of this time, this pacemaker remains in service. No adverse patient effects were reported.